Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the inferior mesenteric artery (ima) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, a pod coil was advanced out the lantern and came out in a wave shape instead of loops. It was also reported that the anchoring section of the pod coil would not take shape. Therefore, the pod coil was removed. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.